Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump screen turned off and went black. The customer¿s blood glucose level was 9.4mmol/l time of the incident. Troubleshooting was not performed .the insulin pump will be returned for analysis.

Manufacturer narrative:
No battery cap received with device. No unexpected blank display anomalies, off no power anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Device passed displacement test, sleep current measurement, active current measurement and selftest. Device received with cracked battery tube area. Device received with corrosion on all electronic assemblies, corroded force sensor assembly and moisture damage on motor assembly.